Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. The reporter stated that during priming of the set, a 0.9% sodium chloride solution bag (baxter product) was spiked with the set and the drip chamber was filled; however, when the roller clamp was opened the fluid did not flow through the tubing. There was no patient involvement. No additional information is available